Event description:
The following information was provided by the initial reporter: according to the customer report, an anticancer drug leak due to the breakage of 515322 during use. The anticancer drug doxil was prepared using 515322 and 515008. The preparation proceeded without issue, and while preparing the IV bag with 515322 attached to the ward, the 515322 broke, causing a large amount of anticancer drug to leak from the IV bag. Contaminated with anticancer drug doxil. Please confirm: where did the break occur? The spike? The connection stick? Was the IV bag hanging? Laying flat? ((B)(6) (02/06/2026) answer from the sales representative - pins laid flat.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.